Event description:
Upon receipt of the recall packet, the customer notified the firm they had a delaminated mattress.

Manufacturer narrative:
Upon inspection of this mattress the urethane cover bubbled at the head section and center of the mattress cover exposing the inside of the top cover of the mattress. A new mattress was shipped out to the customer on (B)(4) 2014. This problem has been assigned to CAPA # (B)(4), and a follow-up report will be submitted upon completion of the corrective action.